Manufacturer narrative:
Addendum: additional information received through adjudication minutes regarding the event of death indicated that on (B)(6) 2013 the patient developed a witnessed arrest in the street. Per record, CPR was initiated at 18:13. Monitors showed ventricular fibrillations, and the patient was chocked 6 times without response. He was brought to the emergency room by fire rescue at 18:22 with CPR in progress, unresponsive. Upon arrival, CPR was continued. The patient was intubated; however, there was no return of circulation, pulses, or spontaneous respirations. He was pronounced dead on (B)(6) 2013 at 18:32. The site reported event of sudden cardiac death on (B)(6) 2013. No autopsy was performed. The death certificate was not collected, according to the site. The adjudication minutes agreed with the event of coronary stent thrombosis as one of the cause of death. As reported by the (B)(6) study, the patient died due to cardiac arrest approximately 15 months post index procedure. The patient's medical history is significant for positive functional study for ischemia, hyperlipidemia, and hypertension. At the time of index procedure, the target lesion was located in the second obtuse marginal and first diagonal branch. Both lesions were described as de novo, type b1, 14mm in length, non-thrombosed, 80% stenosed, 14mm in length, with no calcification. The reference vessel for both lesions was 2.5mm in diameter and non-tortuous. Both lesions were pre-dilated with a non-cordis balloon catheter and a 2.50x18mm cypher rx stent was successfully implanted in each lesion at 14atms. No post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Approximately 15 months post index procedure, the patient died due to cardiac arrest. Additional information received through adjudication minutes regarding the event of death indicated that on (B)(6) 2013 the patient developed a witnessed arrest in the street. Per record, CPR was initiated at 18:13. Monitors showed ventricular fibrillations, and the patient was chocked 6 times without response. He was brought to the emergency room by fire rescue at 18:22 with CPR in progress, unresponsive. Upon arrival, CPR was continued. The patient was intubated; however, there was no return of circulation, pulses, or spontaneous respirations. He was pronounced dead on (B)(6) 2013 at 18:32. The site reported event of sudden cardiac death on (B)(6) 2013. No autopsy was performed. The death certificate was not collected, according to the site. The adjudication minutes agreed with the event of coronary stent thrombosis as one of the cause of death. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00094 and 3003742446-2013-00095.

Event description:
As reported by the (B)(6) study, the patient died due to cardiac arrest approximately 15 months post index procedure. The patient¿s medical history is significant for positive functional study for ischemia, hyperlipidemia, and hypertension. At the time of index procedure, the target lesion was located in the second obtuse marginal and first diagonal branch. Both lesions were described as de novo, type b1, 14mm in length, non-thrombosed, 80% stenosed, 14mm in length, with no calcification. The reference vessel for both lesions was 2.5mm in diameter and non-tortuous. Both lesions were pre-dilated with a non-cordis balloon catheter and a 2.50x18mm cypher rx stent was successfully implanted in each lesion at 14atms. No post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Approximately 15 months post index procedure, the patient died due to cardiac arrest. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00094 and 3003742446-2013-00095.